Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked from the cracked needle handle during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "the patient... Underwent gallbladder removal in the hospital due to "cholecystitis". After the operation on (B)(6) 2021, the patient was infused with anti-inflammatory liquid and a disposable intravenous needle was used for continuous infusion. The patient was re-infused one day later. Liquid leakage was found at the needle handle of the indwelling needle when the liquid was infused, and a crack was found at the connection between the needle of the indwelling needle and the needle handle."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.